Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header. The lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during the implant procedure, the pulse generator header was unable to secure the atrial lead. The device was not implanted and a new device was used.